Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had experienced several falls since implant. The patient further indicated she had effective therapy until it suddenly stopped and she experienced pain when she felt something "pop" in her back while moving out of a chair. Her physician has referred the patient to consult a neurologist as this pain is not nerve related and is receiving inadequate pain relief from the scs system. The patient's scs system is functioning as intended.